Event description:
It was reported that the patient presented at the hospital post-implant procedure. An x-ray revealed that the left bundle branch area pacing (lbbap) lead had dislodged. The lbbap lead was explanted and replaced. There were no patient consequences.